Manufacturer narrative:
This incident has been first time noticed/reported on january, 14th 2010 to the manufacturer. The affected hospital has been requested for further details of the event; answer is pending. The investigation revealed, that the incubator in question was periodically maintained acc. Manufacturer's service scope and no conspicuousness has been noticed during those service tasks. According to manufacturer's stated information, the device is still in use since the reported event. If information becomes available that allows further investigation, the results will be reported in a follow-up report.

Event description:
The manufacturer has been actually requested by an external letter on details of maintenance and its results of a specific incubator device. The enquiry to the sender of the letter resulted in the information that an incident happened on (B) (6) 2008, a (B) (6) child while receiving phototherapy has fallen out of the incubator. It was further reported by the sender that the patient has fallen through one of the handports of the device. This incident has been first time noticed/reported on january 14th, 2010 to the manufacturer.